Event description:
The account alleged the side rail will not stay latched. No patient impact.

Manufacturer narrative:
The account found a sticky substance in the side rail center arm assembly. The account cleaned and lubricated the side rail latch mechanism to resolve the issue.